Event description:
Procedure: lap sigmoid. According to the reporter: during the case, the sulu was loaded on the handle. The device loaded and started to close really slow. The red shipping wedge was in the scrub technician opened it up all the way. The device was placed and it closed down very slowly. The green lights on the device were flashing and the surgeon decided to go with the green. The device then showed rapid flashing green and the surgeon fired but, the device did not fire. The surgeon tried to close to blue and it didn't work. The device was then repositioned and the green lights were flashing but, the device didn't fire again. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).